Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation the event for this cn# is no longer reportable as the event is assessed to be an undesirable side effect of the procedure, described in the IFU "potential adverse events: arterial or venous thrombosis and/or pseudoaneurysm". Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k) p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: synopsis: reported thrombus in proximal study device at 1, 6, and 12-month follow-up visits; study device related pneumonia. On 30-dec-2021, the patient was emergently treated for aorta rupture between former scar and elephant trunk with placement of the above zta device. The 1, 6, and 12-onth follow-up imaging all showed a thrombus of the study device. The 2-year follow up visit did not include imaging. The patient was noted as taking aspirin at all follow-up visits. An adverse event (ae) was entered for pneumonia for 26-oct-2022 (300 days post-procedure). No treatment was provided. The event was considered related to the study device and procedure with description, ¿stent placement induces auto-immunal reaction, causing reactive pneumonia.¿ patient outcome: the thrombus remains. Pneumonia is noted as resolved with sequelae, ¿reactive pneumonia, causing condition to deteriorate.¿ the event led to a serious deterioration in health.